Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2024-55917 related manufacturer reference number: 2017865-2024-55919 it was reported that the patient presented to the hospital with discomfort, fever and infection at device pocket. The vegetation was visualized with echocardiography. The implantable cardioverter defibrillator (ICD), right atrial lead, right ventricular lead and left ventricular lead were explanted. The patient was in stable condition throughout the procedure.